Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the display lcd, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is the third affiliated hospital of (B)(6) university.

Event description:
It was reported that during use on a patient, it was suddenly found that the cardiosave intra-aortic balloon pump (iabp) had a black circular image in the lower right corner of the lcd screen, and the area could not display any information. No patient harm, serious injury or adverse event was reported.